Manufacturer narrative:
The biomedical engineer (bme) reported that the nibp on the ay input unit for the bedside monitor (bsm) was malfunctioning. The nibp cuff pumped up all the way but would not deflate. An error message popped up stating "nibp leak." The cuff only deflated after shutting off the nibp process. Before that it stayed inflated and following the pressure value on the bedside, it seemed to go up slightly, about 1 mmhg per 5 seconds. The customer tried the unit on multiple bedsides, but the problems persisted. The main bsm was not returned, but the ay-653p input unit was. The unit was not in use on patient at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. Concomitant medical device. The following device was used in conjuction with the main bsm unit and was the unit that failed: ay-653p sn 03580 input unit: the UDI no: (B)(4), manufactured date: 01/18/2012 age of the device: 90 months returned to nk: yes, 08/21/2019.

Event description:
The biomedical engineer (bme) reported that the nibp on the ay input unit for the bedside monitor (bsm) was malfunctioning. The nibp cuff pumped up all the way but would not deflate. An error message popped up stating "nibp leak." The unit was not in use on patient at the time.

Event description:
The biomedical engineer (bme) reported that the nibp on the ay input unit for the bedside monitor (bsm) was malfunctioning. The nibp cuff pumped up all the way but would not deflate. An error message popped up stating "nibp leak." The unit was not in use on patient at the time.

Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at st. Peters university hospital reported the input box (ay-653p-qm sn: (B)(6) was malfunctioning for blood pressure. When it pumps up the air, it pumps up all the way and the air does not leave. When that happens, an error pops up and says nibp leak. Service requested repair service performed 1-physical evaluation: the unit was cleaned and decontaminated. The model, serial number and all labels were verified. No physical damage. 2-verify the complaint: nibp problem duplicated. The malfunctioning parts were replaced. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. 1-part# 532149b description: pump qty:1 2- part # 6114135418 description: vibration damping sponge qty: 1 investigation result the device warranty began 05/24/12. The issue occurred after 7 years at customer facility. Review of device history found no previously reported issues with the unit. The input box is used in conjunction with the bsm-6000 series bedside monitor. Per bsm-6000 series service manual, if periodic inspection is not performed, degradation or loss of function may go unnoticed and lead to misdiagnosis. It is recommended periodic inspection be performed at least once every year. Customer's maintenance information for this unit is not available. There is no record of nka servicing performed on the unit. Unit displayed error message notifying user of issue. Nka evaluation determined there was a failure of the pump #532149b and vibration damping sponge #6114135418. Issue was resolved upon servicing and the unit was tested to operate within specifications. The issue occurred beyond end of device warranty. Unit has no history of nibp issues. From the given information, the root cause is not confirmed. The repaired unit was returned to customer on (B)(6) 2019 and no further issues have been reported. D11 & c2 concomitant medical device. The following device was used in conjuction with the main bsm unit and was the unit that failed: ay-653p sn 03580 input unit: the UDI no: (B)(6). Manufactured date: (B)(6) 2012 age of the device: 90 months returned to nk: yes, 08/21/2019.